Manufacturer narrative:
The gas springs were locked up and would not release. Technician replaced gas springs to resolve. No patient impact reported.

Event description:
Technician alleged, the head section would not raise or lower.